Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 of 4 on the home choice (hc). The registered nurse (rn) stated that both the unused supply line clamps were open. The technical service representative (tsr) informed the rn that the unused supply line clamps needed to be closed. The tsr had the rn cycle the power twice and the hc proceeded to press go to start. The tsr informed the rn to start over with all new supplies. Tsr instructed rn to inform pd rn of se 2240. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. The pdn was aware of the alarm and stated the home patient (hp) was not in the hospital for pd related problems. The pdn stated, the hp was doing fine with therapy on the cycler. .